Event description:
Patients husband reports that "whisperject" device has malfunctioned. He is waiting for a replacement from mylan. Tried to obtain rx from doctor so we could replace, but they said they already gave a rx to mylan and they would replace directly.